Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not recognizing the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Bubbled dso (downstream occlusion) seal found. Functional testing performed. Customer's reported problem was confirmed through the event history log. The root cause was the faulty dso sensor. The dso sensor was replaced to correct the issue. Device has since passed all functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.